Event description:
IV fluid was dripping from v site connector site. The side ports on the tubing are not used in nicu - nothing was infusing or injected via this port. Manufacturer: please note that we do not send products to the MFR, but you may arrange for pick-up by calling my number below.